Event description:
The facility reported an infusion pump with a failure code of 810:11. The event was reported to have occurred in the pediatrics during blood infusion where the device shut down after about 1 minute into therapy. They pump was switched out with another pump and therapy was continued. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of the device shut down was confirmed due to the air-in-line printed circuit board being out of calibration. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B) (4)